Manufacturer narrative:
Followed up with company representative.

Event description:
It was reported that a complication was noted during anchor screw placement at l4-l5. The washer got embedded in the wall of the cannula, making it difficult to remove the cannula. With a final pull of the cannula, the tip broke off in the patient. The physician backed out the screw and cannula tip. Nothing was left in the patient. Pedicle screws were used as a new anchor kit was not available. There was no harm to the patient. No further information was reported.